Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08810 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 585 mg/dl. Customer¿s current blood glucose level was 300 mg/dl. Customer was treated with insulin pump and insulin injection. Troubleshooting was performed. Drive support cap was normal. There was no leak or air bubbles. The insulin pump will not be returned for analysis.